Manufacturer narrative:
Unable to perform analysis lead partially returned. Lead received in a partial distal 38cm portion with no j stiffener wire discrepancies. Visual inspection under 30x magnification indicates lead was cut or snipped 38cms proximal of electrode tip, with evidence of flared coil wire ends. X-ray of lead distally confirms no j stiffener wire discrepancies.

Event description:
Failure analysis is provided.